Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 23 mmol/l (414 mg/dl) due to the cannula being bent and not inserting into the patient's skin. Prior to being admitted to the hospital, the patient applied a new pod and attempted to treat the high bg with multiple corrections via the pod. Upon failure to decrease bg levels, the patient was admitted to the hospital. They treated the patient with an intravenous therapy of fluids for dehydration, the patient was placed on a blood pressure and heart rate monitors. The patient was released from the hospital after 5 hours.